Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and failure analysis found to have a broken grip cable at the grip hub. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted hernia repair surgical procedure the internal wire snapped on the mega suturecut needle driver instrument. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer and obtained the following information: a hernia repair was being performed when the issue occurred. The grips broke during the case because the spring wire snapped. The grips worked until the wire snapped. There was 1 cable protruding from the distal end of the instrument. No fragment fell inside of the patient's anatomy. The instrument was inspected prior to use with no damage noted.

Manufacturer narrative:
A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue.